Event description:
It was reported that the agiltrac balloon was being used on a pt that already had a stent for restenosis in the subclavian. It was reported that the balloon ruptured while approaching 14 atm. An attempt was made to remove the balloon; however, it separated and part of the shaft (the markers) was left in the pt at the proximal edge of the already placed stent. The other part of the balloon was removed from the pt. It was further reported that the pt had good distal flow, but no attempt was made to remove the remaining shaft from the pt. The pt was discharged on the same day the pt had the procedure.